Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the pt reporting that vision had been in and out of focus since the original implant procedure. The pt was having difficulty driving and reading. The surgeon reported the lens was off center by 15-20 degrees. In a follow up, the surgeon reported the wrong iol power was used and the lens was placed 20 degrees off axis which caused diplopia. The lens was exchanged.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(4) 2012. (B)(4).